Manufacturer narrative:
T:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use with this pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the fill estimate gauge reading was inaccurate. Customer reported that cold insulin and aspart was filled into the cartridge. Customer's blood glucose level ranged between 247-263 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.